Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 527 mg/dl and an insulin injection was administered to address bg. Contact did not know cause of elevated bg and thought the customer may have rolled onto the infusion set tubing while sleeping. Contact declined tandem technical support's offer to perform a pump system check and changed the infusion set tubing/cannula. Insulin delivery was resumed.